Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon ruptured and the balloon fragments were removed by cystoscope.

Event description:
It was reported that the catheter balloon ruptured and the balloon fragments were removed by cystoscope. Per additional information from the ibc via email (B)(6) 2019; the event was reported incorrectly when the complaint was opened. The correct reported event was that the proximal tip of the catheter broke off inside the patient and was removed with a cystoscope.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed that the catheter was cut and the distal part of catheter was not returned. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looked like it had been cut by a sharp tools (i.e. Scissors) that could cause the catheter to be split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.